Event description:
It was reported that during an ablation procedure to treat an atrial tachycardia, an intellanav stablepoint open-irrigated catheter was selected for use. During the first flushing, blocked irrigation port/insufficient irrigation flow occurred. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Event description:
It was reported that during an ablation procedure to treat an atrial tachycardia, an intellanav stablepoint open-irrigated catheter was selected for use. During the first flushing, blocked irrigation port/insufficient irrigation flow occurred. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Device has been returned and received by boston scientific corporation for evaluation.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was returned to boston scientific for laboratory analysis. Visual inspection did not reveal any abnormalities. Functional test was performed, and the steering knob and the tension control knob functioned properly on both lock and unlock positions, no abnormal resistance was felt when actuating the steering mechanism. Leakage test was conducted using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes. The lumen pressure decay was measured three times and the unit passed the test without problems. Also, the catheter was connected to a metriq pump and was purged at 60 ml/min to perform a flow test. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Finally, an electrical test and a radio frequency ablation test were completed. The ablation was verified by using the maestro generator 4000 and metriq pump, and the device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observation; the device passed all relevant testing.